Manufacturer narrative:
No unexpected pump error 15 alarms during testing however, pump error 15 alarm, line number 213 file number 30, is found in the formatted history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had receive recurring pump error alarm. The customer¿s blood glucose level was 6.3 mmol/l. The customer states had a pump error during a dinner bolus. The insulin pump will be returned for analysis.